Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an abrupt increase in pacing thresholds that were noted to be high and varying. An abrupt increase in pacing impedance to an elevated and undefined range was also observed. Noise was also observed and the physician suspected a lead conductor fracture. The lead was explanted and replaced. The implantable pulse generator (ipg) was also reportedly explanted and replaced in a non-prophylactic manner. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the rv lead had also exhibited non-capture.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.